Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. It was reported that air bubbles were observed when the dilator was removed from the sheath and aspirated for the first time. Flushing was performed to clear out the bubbles. The original device was used to complete the procedure. However, after removing the catheter at the end of the procedure, some air bubbles were visible in the sheath. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. It was reported that air bubbles were observed when the dilator was removed from the sheath and aspirated for the first time. Flushing was performed to clear out the bubbles. The original device was used to complete the procedure. However, after removing the catheter at the end of the procedure, some air bubbles were visible in the sheath. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. It was reported that air bubbles were observed when the dilator was removed from the sheath and aspirated for the first time. Flushing was performed to clear out the bubbles. The original device was used to complete the procedure. However, after removing the catheter at the end of the procedure, some air bubbles were visible in the sheath. No patient complications occurred. The device is expected to be returned for analysis.